Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultrasmart meter had a cloudy display. The medical affairs specialist contacted the patient ot obtain add'l info; however, the patient indicated she was not willing to answer too many question. The patient mentioned that she tests 4 ot 6 times daily. She claimed that the issue started several weeks prior to calling lfs. The patient explained that she was constantly guessing on the meter results since the display was very cloudy. She was unable to recall specific detail; however, she possibly may have administered an incorrect dose of medication due to guessing on the meter reading. She then described starting to feel sweaty, tired, and weak following the onset of the issue. The patient did not seek any medical attention or administer self-treatment. The customer care advocate (cca) verified that the interface cable was not attached, there had been no trauma to the meter, and this was not a brand new meter. The products were replaced. This complaint is being reported due to the following conclusion: the patient alleged she developed symptoms that can be suggestive of hypoglycemia as a result of administering medication based on guessed results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.